Event description:
It was reported that patient died in hospital with decompensation and renal insufficiency after sepsis. ICD was not interrogated because ICD was programmed off at the time of pt death.